Event description:
It was reported that device entrapment occurred. A 2.50 x 28mm synergy xd stent delivery system was reported to have become entrapped onto a guidewire. No patient complications were reported.